Event description:
It was reported that implantable lead was part of the possible infection and swelling issue around the implant site. The patient advocate was referred to the doctor. No adverse patient effects were reported. The implantable lead remains implanted.